Event description:
The account alleges that during a coronary angiography procedure, the patient's proximal right coronary artery had been dissected. The physician placed a stent to treat the dissection. The patient tolerated the procedure well. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.